Event description:
The customer reported a general concern that the male spin lock on the pressure-rated extension set is spontaneously disconnecting from the patient's peripheral IV catheter hub during contrast injection from the CT power injector. The customer reported that this disconnection has resulted in some or all of the following concerns: contrast leaking from the injector; blood from the patient leaking out of the IV catheter hub; and delayed CT scans. The customer reported no patient harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.